Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty completing a supply change and needed help learning how to insert the cartridge with the connector, with an infusion set likely deployed incorrectly or the connector not attached correctly, which coincided with hyperglycemia to 300 mg/dl and no device alerts or alarms. Symptoms included no reported acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no ketone testing, and no use of backup therapy during the event. Investigation included a review of user feedback and assignment for additional training. Investigation of this case revealed user technique issues related to cartridge insertion and infusion set connection. It was concluded that user training is required and that the event is consistent with use-related error rather than a device malfunction.